Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). Tubing connecter anomaly was reported as the tubing/glue was released at the quick release. No further information available.